Manufacturer narrative:
(B)(4). Field safety technician has been sent for investigation and found that the rotary push knob did not adjusted. Thus the failure could be confirmed. According to the service report (B)(4) the rotary push knob (701045717) has been replaced and tested for proper operation. Functionality and safety checks to factory specifications has been performed. The unit is returned to clinical service. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).